Event description:
It was reported that the nurse noted the patient has been on therapy for two weeks in an arctic sun device. They have tried to let the patient achieve normothermia on their own but have been unsuccessful so far. Now the device was alerting 113 (reduced water temperature control).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.